Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site with fluid accumulation. Physician brought the patient into the operating room, opened the chest incision, tucked the stimulation lead, re-sutured, and closed. The physician prescribed antibiotics after the procedure was completed.